Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4® platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to state that on (B)(6) 2015, they developed a reaction under the sensor adhesive that was red, itchy and has pussy bumps. Patient's mother treated the rash with over the counter hydrocortisone cream. Patient was taken to the dermatologist. Nothing was prescribed. Dermatologist recommended using a different insertion site. No additional event or patient information is available.